Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both atrial and ventricular jacks of the external pulse generator (epg) were damaged. It was also reported that the upper case was cracked, and the lower case was cracked near the battery door. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that both output connectors of the external pulse generator (epg) were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.